Event description:
It was reported that the device suddenly stopped "pumping". No patient consequences reported.

Manufacturer narrative:
For the investigation the provided information and the logfile were analysed. The savina 300 is equipped with two patient airway pressure sensors, one for the inspiratory hose and one for the expiratory hose. In case the measurements are implausible or one sensor is faulty, the savina 300 posts a high priority alarm indicating a deviation of the airway pressure measurement. Ventilation continues as long as the second airway pressure sensor is available. In case that both airway pressure sensors are detected as faulty, ventilation would stop. The pneumatic system opens in this case which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. An audible and visible alarm of high priority is generated. The service engineer on site identified the sensor s4.1 to be faulty and replaced it. A device check after the replacement passed without deviations. The available logfile includes data until end of may. Several entries of airway pressure sensor s4.1 out of tolerance were found on (B)(6) 2020. Ventilation at this time continuous with a high priority alarm without interruption according to specification. The available log file did not include entries from the date of event - (B)(6) 2020. For this reason it is not possible to retrace the reported stop of ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started but is not yet concluded; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly stopped "pumping". No patient consequences reported.